Manufacturer narrative:
Device passed displacement test. Device was received with a crack in the side of the battery tube that extends to the top of the device where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 54 mg/dl, 186 mg/dl. Customer reported that the insulin pump had damaged. The customer treated low blood glucose with food. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis. Frn-unk,unomed set.